Event description:
Per the clinic, the patient experienced redness and swelling at the magnet site (date not reported). The patient was treated with topical antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on may 11, 2022.